Manufacturer narrative:
After the procedure, the hosp discarded the product. Based on the reported complaint, this is a case of the valve backing out of the luer fitting causing the balloon to deflate due to a defective valve subassembly. (B)(4).

Event description:
The hosp reported that sometime last week during endoscopic vein harvesting procedure(s), three short port btt black inflation valves dislodged (popped out) so the balloons would not remain inflated. The procedures were completed using a luer lock on the same device. The hosp did not report any pt complications. It is unk when the cases occurred, how many failed during each case, lot #s so all three will be captured in this one case. This report is for the third device.